Event description:
User facility reports needle tip came off 2 different lots of product during surgery on a single pt. The surgeon performed a vitrectomy on the pt. Current pt status is unknown.

Manufacturer narrative:
Two syringes were returned for evaluation (lot 52099p and 52097p). The components met dimensional specs and also passed asi gage testing. There have been no similar reports on these lots.